Event description:
From staff: during turbt (trans urethral resection of bladder tumor) procedure with surgeon, scrub tech and surgeon noted that there was a crack in the electrode loop. Did not break off of the device, no harm to patient, no parts of electrode are broken off, the entire electrode is intact there is just a crack in the middle of the loop. The electrode was changed, and device sent to team lead to be sent to risk management.